Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. A replacement pump was sent to resolve the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer changed pump supplies and administered a correction bolus via the pump to address elevated bg.